Event description:
Mother reported son administered a three unit bolus while sleeping. She indicated that her son had programmed a bolus in his sleep on two occasions. Mother indicated that her son almost died. She stated that she believed the infusion device should have a feature to lock the buttons to prevent the patient from programming a bolus while sleeping. Mother did not provide any further information. She did not report any symptoms associated with this issue. No medical assistance was reported. Product will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.